Event description:
It was reported that pre-operatively to a planned replacement, high impedance was detected on the patient's generator. The generator was replaced and the visible portion of the lead was inspected and showed no damage. The new generator still showed high impedance after several system diagnostic tests, the lead was not replaced. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.